Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has been emitting beeping tones for months. This patient has not been compliant with scheduled follow-up clinic visits. In addition, upon interrogation, an 'open circuit detected on high voltage leads' message was displayed.